Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer 4 was failed. The customer stated that they tried to recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer contacted the customer and walked them through the recover storage space function. The drawer and pocket were successfully recovered. The fse determined that the cubie lid was sticking and recommended that the customer contact the pharmacy to replace the cubie pocket. The customer agreed. Functional testing was performed in the medstation application, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.